Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Products were not returned for investigation. However, a total of two pictures were received and reviewed. The pictures provide an overview of the right hip with the implanted distal stem and the proximal part assembled on top. In both pictures it is possible to see a gap between the two components. Lot numbers were provided for the implants used. The lot numbers were reviewed for any deviations and/or anomalies in the manufacturing process that may have affected the surgical outcome or contributed to this reported event. No deviations or anomalies related to the reported event were discovered. Devices are used for treatment. Medical records were not provided. The devices involved in the reported event were not returned for investigation; therefore, a product evaluation could not be performed. Based on the pictures provided it is not possible to recreate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 75, taper 12/14 item# 0100402075 lot# 3111029. Report source: foreign - switzerland. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00058. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient under-went revision surgery after 12-year post-implantation and during the surgery, patient had intra-operative intervention due to assembly issue between distal and proximal part. Due diligence is in progress for this complaint; to date no additional information or product has been received.